Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
A pt/layperson informed a customer care advocate in 2007, that the ultra mini would not turn on. The issue was resolved with training; the pt had forgotten how to use the meter. Reportedly before the perceived issue, the pt was experiencing a headache; however, she took their normal dose of 500 mg of metformin. At some time after being unable to test, the pt called emt who tested on the emt meter, result "400 mg/dl". Emt transported the patient to the emergency room where she was treated with insulin. The alleged issue was resolved with training. The complaint is classified as an adverse event due to the patient alleging she received insulin treatment for a result of 400 mg/dl. All products were replaced.